Event description:
Ethicon 0 vicryl, vcp346h, lot #: tj2acj, exp: 7/31/28 & during case #1 the needle popped off. When it occurred again during case #2, the surgeon pulled the box to report. Reference report: mw5153480.